Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side "rupture". Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: analysis of the returned device identified: crease flat and opening curved on anterior. Leak test and microscopic analysis was performed which identified: striated opening on anterior and non-penetrating nick. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a striated opening on anterior assessed as surgical damage. Additional, changed, and/or corrected data: a6, d4, d6(a), d9, h3, h4, h6.

Event description:
Healthcare professional reported left side "rupture" of a saline device. Device has been explanted and replaced.